Event description:
It was reported that during a pulmonary embolism treatment procedure, a premature deployment occurred. The intended location for the 12 fr femoral greenfield titanium filter was the inferior vena cava. In an unspecified anatomical location, the filter prematurely deployed. The physician left the filter in placed and successfully deployed another of the same device to complete the procedure. The pt's status is reported as "fine". Add'l info has been requested.

Manufacturer narrative:
The complainant indicated that the device remains inside the pt and the delivery device was disposed at the user facility, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.